Manufacturer narrative:
An event regarding loosening involving an unknown hmrs femoral component was reported and confirmed via clinician review of provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: unlabeled/undated x-rays: lateral mid femur x3-loosening around ?modular distal femoral replacement with locking screw. Lateral distal femur-loose ?modular distal femoral replacement with incongruent locking screw (broken). Confirmation: the event of a broken locking screw in a distal femoral replacement was confirmed. Root cause: the implant appeared to be loose. The loading across the screw led to the metal fatigue and fracture. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: clinician review confirmed that the event of a broken locking screw in a distal femoral replacement. It also indicates to the lateral modular distal femoral component appeared to be loose. The loading across the screw led to the metal fatigue and fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The screw on the gk flange is broken. Nothing was done for it. *update based on clinician review: "unlabeled/undated x-rays: - lateral distal femur-loose ?modular distal femoral replacement with incongruent locking screw (broken)."